Manufacturer narrative:
Additional information was received indicating this observation was found during testing. There was no patient involvement. One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Review of the pump event log noted a high pressure alarm was recorded. Functional testing included use testing. The pump was powered up and an error code was unable to be duplicated. The pump software was reinstalled. Based on the evidence, the complaint was unable to be confirmed.

Event description:
It was reported that the device gave an alarm with the message "error 11213". No adverse effects to patient reported.